Manufacturer narrative:
Additional information was provided in b.2.,b.5 and h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and stated, intraocular lens (iol) became stuck in cartridge due to the plunger misaligning and moving to the side of the cartridge. In the surgeon opinion product quality issue of preloaded iol caused or contributed to the event. There was no patient contact.

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, iol got stuck in the cartridge. The plunger slide to the side when trying to expel the iol. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).